Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of the manufacturing records confirmed sterilization for both the generator and lead prior distribution. Vns labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated the patient was admitted to the hospital 3 weeks after his vns implant due to superficial wound infection. The patient was given IV antibiotics and discharged next day. Follow-up with the physician indicated the patient has since had the entire vns therapy system explanted because of the infection. The patient was discharged from the hospital post explant with additional in antibiotics. The physician does not know what caused the infection. Arrangements have been made to have the explanted vns therapy system returned to the manufacturer so a product analysis can be performed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.